Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat the ramus interventricularis anterior (riva) and 1st diagonal (d1) coronary arteries that were highly stenosed and narrow. Two guide wires were placed and balloon angioplasty was performed and one of the balloons was placed just behind the bifurcation of the riva d1 to perform a dk crush technique. Next, the 2.25x12 mm xience proa stent was attempted to be deployed; however, it could not be advanced further than the subclavian artery. There is also difficulty removing the stent delivery system. It is then attempted to pull back the balloon already in the riva but it can only be withdrawn to the guiding catheter. The shaft of the balloon is ruptured and the distal portion of the balloon remains in the guide catheter. Next, the xience alpine is removed and it is noted that the stent struts are deformed. It is likely that this caused the issue. Ultimately the guide wire in the riva is carefully retracted and the portion of the balloon that remains is able to be removed in the guiding catheter. A new guide wire was placed and a new stent was able to be deployed to treat the area with good result. No additional information was provided.